Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Event description:
It was reported that despite the rate being set at 60 bpm, the external pulse generator (epg) paced at "nearly 90 bpm." The rate was adjusted and the epg still paced at a faster rate than set. The epg was no longer used. The epg was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that despite the rate being set at 60 bpm, the external pulse generator (epg) paced at "nearly 90 bpm." The rate was adjusted and the epg still paced at a faster rate than set. The epg was no longer used. The status of the epg is unknown. No patient complications have been reported as a result of this event.